Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The noise was not reproducible through isometrics or pocket manipulation. The patient would continue to be monitored.